Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that speaker failure; it did not produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and found that the speaker was not producing sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The fse replaced the speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporter information:(B)(6).